Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for evaluation. Testing found that the psu had an intermittent history of low illuminator current on the event logs and that the unit failed accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during a procedure that the camera led was lit amber. There were no issues in tracking instruments. The issue occurred during registration. Troubleshooting included verifying all camera connections. Although the camera was still functioning, the decision was made to replace the camera. The distributor was advised to place an order. There was no reported delay and no reported impact to patient outcome.